Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the issue occurred due to a faulty video connector lock. However, a specific root cause of the faulty video connector lock could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of loose video connector was not confirmed. The device evaluation found the scope socket had poor contact due to the lock not working. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video connectors were loose on the visera elite video system center, which caused occasional intermittent image. The issue was found during inspection before use of a laparoscopic procedure. The patient was not under sedation. The procedure was completed using a similar device. There were no reports of patient harm.